Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The whisper guide wire referenced is filed under a separate medwatch report number.

Event description:
It was reported that following the successful deployment of a 3.0 x 28 mm xience alpine stent in the left anterior descending (lad) coronary artery, the lesion in the mid diagonal was found to be worse than was initially thought. Therefore, it needed to be stented also. The 2.50 x 12 mm xience alpine stent delivery system (sds) was advanced, but was unable to cross through the struts of the previously implanted xience alpine stent to reach the diagonal. During removal, the sds became stuck on the whisper guide wire so they were removed from the anatomy as a unit. Upon removal from the anatomy, the stent struts were found to be flared. A new whisper guide wire and 2.50 x 12 mm xience alpine sds were used to successfully treat the lesion in the mid diagonal coronary artery and complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: a visual, dimensional and functional inspection was performed on the returned device. The reported material deformation was confirmed. The reported difficulty to remove was not confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the previously implanted stent and/ or moderately calcified, 75% stenosed lesion causing the reported failure to advance. Additionally, during retraction of the stent delivery system (sds) the device likely interacted with the guiding catheter causing the reported material deformation (mangled stent) and noted balloon and shaft damage and subsequently caused the difficulty to remove the guide wire. A review of the lot history record identified no manufacturing noncomformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.